Event description:
It was reported that the patient experienced less than 50% therapy relief and that their chronic pain in the neck was not being relieved by their implantable neurostimulator (ins). Diagnostics and troubleshooting included x-rays taken but no results were reported. A revision was then performed to reposition the lead components. There was no alleged product issues reported. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Follow up information received clarified that the patient was still waiting for a revision procedure to be performed and that a revision to reposition the leads had not occurred as previously reported. The patient was not receiving 50% or greater symptom reduction in their symptoms at the time of this report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the leads and implantable neurostimulator (ins) were changed on (B)(6) 2015. The cause of the event was determined but it was not device related. The cause of the event was the lead being pulled with movements because there was no strain relief loop. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).